Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler was fired the third time using a green reload. The stapler worked without difficulty. No abnormal noises were heard. When the jaws were opened, there was an incomplete staple row on the patient side: two rows of successfully formed staples and one row of staples with full open legs lying on and around the cut line. Upon inspection, the green reload had green plastic in the path of the cut line. The staple row was over sewn and clips were used to reinforce.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.